Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate no sound from the speaker. It was determined that the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational to its specification after the speaker assembly was replaced. The device was returned to the customer. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. D4:the manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required. E1: reporter institution phone number:(B)(6). E1: reporter phone number:(B)(6).

Event description:
It was reported the intellivue multi measurement server x2 device indicating there was no audio. There was no report of patient or user harm.